Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. No alarm was noted for a loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. No further information reported.

Manufacturer narrative:
(B)(5). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.